Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was high but it was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly; however, the insulin pump was received with corroded keypad traces. No button error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and broken belt clip slot.